Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, 30 turns were required to extend the helix on the right ventricular (rv) lead. The physician decided to reposition the rv lead due to poor sensing measurements. After repositioning, again 30 rotations were needed to extend the helix, but it was not possible to fixate the lead. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.